Event description:
Additional information reported the patient was ¿doing perfectly well¿ with their replaced device.

Manufacturer narrative:
Device analysis for the ins confirmed the depleted battery voltage and the no telemetry condition. The cause was hybrid integrated circuit copper trace anomaly. The ins was received with no telemetry and no output. After one full physician mode recharge, the 8840 showed the "invalid serial number" screen and did not go to the start session screen. The patient programmer had error code 601. The lab programmer showed "ipg busy" and "por."

Event description:
It was reported there was premature battery depletion. It was reported the device was explanted and replaced. It was noted that x-rays and reprogramming were performed. It was stated the patient had less than 50% therapy relief at the device pocket. The patient was noted as alive with no injury. 6 days later it was reported the patient was not able to turn on, read or charge their device anymore.

Manufacturer narrative:
(B)(4).